Event description:
A surgeon reported that a viscoelastic solution became cloudy during insertion into the anterior chamber. He removed the syringe from the eye and noted the solution was clear in the syringe. The pt received prophylactic oral and topical antibiotics, but the surgeon reported there was never any signs or symptoms of inflammation. There was no pt impact/injury associated with this event.